Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a dxterity diagnostic catheter. The device was removed from packaging per IFU and inspected. The physician noticed ovalization of the tip prior to insertion in patient. The intended lesion was in the proximal rca, non-tortuous, severe calcification and (B)(6) stenosis. The vessel had calcified eccentric plaque. A dissection occurred during the procedure. The physician was not sure if the dxterity catheter caused the dissection, or if it was just eccentric plaque. The vessel was ivused to look at the possible dissection but the determination was unclear. The lesion was ffr at (B)(6) negative. When the possible dissection after diagnostic cath was noted on angio review, and with the uncertain ivus result, the decision was made to stent the dissection. No additional patient clinical sequelae reported.

Manufacturer narrative:
Product analysis: as received the white soft tip of the catheter is oval at the entrance. Side hole located at the tip sleeve transition per specification. Review of the tip shape confirms it meets specification. Cine review: review of the image does not clarify if there is a dissection or whether this is the native appearance of the ostium where there is tight disease just distal to the guide catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.